Event description:
The pt was admitted to the hosp for removal of bilateral breast implants and bilateral capsulectomies secondary to rupture of the right silicone breast implant and capsular contractures. The left saline implant was intact at the time of surgery. She has a history of undergoing previous breast augmentation and subsequent mammoplasty. At the time of the second breast operation, the right breast implant was replaced but not the left. The original breast implants were placed in 1990.